Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was being revised due to pain and instability. During the revision surgery, it was discovered that the articular surface was fractured and floating in the knee. Pt told surgeon that she fell prior to surgery and became unstable after that.